Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the IV spike to draw up propofol is not working. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10013365 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported bd smartsite add-on bag access device had blockage issues. The following information was provided by the initial reporter: "IV spike to draw up propofol are not working".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd smartsite add-on bag access device had blockage issues. The following information was provided by the initial reporter: "IV spike to draw up propofol are not working"